Event description:
Subsequent to the previously filed medwatch, additional information was received: the suture broke during suture retrieval.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported suture break was not confirmed. Inspection of the returned device revealed the whole suture was returned undamaged; a posterior cuff miss occurred during needle deployment. A posterior cuff miss would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to a percutaneous coronary intervention. Reportedly, the suture was cut off during suture retrieval. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.